Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to pain and infection. Components not revised: dynasty® bf shell primary 58mm group g product ID: dbfpgg58 lot number: 1817132. Profemur® preserve classic size 9 varus 8dg hip stem product ID: pprcle09 lot number: 1793809.